Event description:
It was reported that during a pulsed field ablation procedure, a catheter electrical current error was received. Multiple deliveries were carried out ensuring the wire was not touching the electrodes and the array was not in any shape out of the ordinary. Multiple deliveries were attempted without resolve. The pulsed field ablation cable was replaced without resolve. The pulsed field ablation catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event. .

Manufacturer narrative:
Product event summary: the pscc100 pulsed field ablation (pfa) catheter with lot number 0012159316 was returned and analyzed. The catheter was received without a guidewire threaded through. The guidewire was received separately packed into its original package. The guidewire lumen was received fully extended, and no damage to the guidewire lumen was observed. The pebax tube appears kinked distally to the electrode #1 at 0.420 inches proximally from the guidewire to the tip junction. Initial stiffness in the slide control function was encountered, likely attributed to dried blood, yet was still operational. The guidewire was retracted and fully advanced without any issues. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed, and using a test cic was connected to the generator. The catheter failed ablation test due to a persistent error 2000 (catheter electrical current error). Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test revealed an open loop between electrode #6 and connector pin #6. X-ray imaging showed kinked electrode wires inside the handle and a broken electrode wire inside the shaft. No damage to the electrode wires within the array was observed. The electrodes and the wires appear intact without any issue. The nitinol array wire was intact, and properly attached at the tip and the dual lumen with no exposed wires nor contact to the electrode wires. Dissection of the catheter confirmed kinked electrode wires within the handle at 3.5 inches distally from the proximal end of the shell of the catheter handle connector receptacle. Electrode wires appear kinked, and the insulation either damaged or charred distally over 3 inches long starting at 7 inches from the proximal end of the shell of the catheter handle connector receptacle. Electrode wire of electrode #6 was found broken at 10 inches from the proximal end of the shell of the catheter handle connector receptacle. The reason of the breakage remains undetermined. However, the insulation is damage at the breakage location and traces of charr located at the vicinity of the break. In conclusion, the pfa catheter failed the returned product inspection due to the electrode wire being charred, kinked pebax tube, electrode wire insulation burnt/damaged, and electrode wire kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.